Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 5/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 4/10/2017 with the following findings: there were no call service alarms observed in the pump¿s black box or alarm history. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the initial complaint was not duplicated. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb) or to the continuous glucose monitoring (cgm) module. There was no defect found with the pump.